Event description:
Patient went into v-fib after chest was closed. Defibrillator would not charge within manufacturer's specifications . Power display went out. Patient's chest had to be reopened. Evaluation by biomedical engineering determined had battery, poorly connected external paddle cable. Operator inservice training provideddevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-dec-91. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: material degradation/deterioration, other, defibrillator subassembly. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service, user education provided, inserviced by biomedical engineering dept. Staff. Invalid data - on device destroyed/disposed of status.